Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Top case was found cracked. Syringe plunger not in place was found in pump event history log. Syringe plunger not in place was found during syringe test and failed syringe plunger test. The root cause of the reported issue was found to be design issue. Actions were taken to mitigate the reported issue: replaced plunger board and cases. Performed syringe test and all functional testing which passed.

Event description:
It was reported that the device was presenting with syringe plunger not in place alarm. No patient injury was reported.